Manufacturer narrative:
The returned product was evaluated and found to be functioning within specifications. The blood glucose measurement error reported by the company could not be duplicated or confirmed. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises that "you should perform a control solution test when you suspect that your meter or test strips are not working properly or when you think your test results are not accurate, or if your test results are not consistent with how you feel," and warns "if you are experiencing symptoms that are not consistent with your blood glucose test and you have followed all instructions described if this user guide, call your healthcare provider immediately."

Event description:
Pt's mother reported that on (B)(6) 2010 at 7:00 am her son's blood glucose was 58 mg/dl. At 8:30 am he ate breakfast and gave a 4 units insulin bolus for 37 grams of carbohydrate. At 10:00 am his bg had elevated to 354 mg/dl, so another insulin bolus (dosage not provided) was given. His bg crashed and he was hospitalized in a diabetic coma; he remained hospitalized at the time of report ((B)(6) 2010). Also on (B)(6), a hosp blood glucose result for the pt was 266 mg/dl while his pdm blood glucose meter read 321 mg/dl. The doctor recommended that they have the pdm replaced.